Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: anterior lumbar interbody fusion using direct lateral approach l3-4; implantation of allograft and a device for arthrodesis; removal of posterior instrumentation; bilateral pedicle screw instrumentation, l3-4 for pre-op diagnosis of: lumbar spinal stenosis, l3-4, instability l3-4, previous fusion l4-5. Per-op notes: ¿..once the interspace was prepared a 14 x 60mm cage was packed with bmp and tapped into interspace. No complications were reported..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.